Event description:
It was reported that sec set no ports w/hanger dehp free had air bubbles and the set disconnected. The following information was provided by the initial reporter: material no: 11448964 batch no: 20103102. It was reported that nurse was flicking the tubing to move an air bubble and the set disconnected from where the tubing connects to the bottom of the drip chamber.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of the set disconnecting could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review for model 11448964 lot number 20103102 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #20103102 regarding item #11448964. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sec set no ports w/hanger dehp free had air bubbles and the set disconnected. The following information was provided by the initial reporter: material no: 11448964 batch no: 20103102. It was reported that nurse was flicking the tubing to move an air bubble and the set disconnected from where the tubing connects to the bottom of the drip chamber.